Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup operation due to off label magnetic resonance imaging (MRI) test. The device was reprogrammed successfully. The patient's condition was stable.